Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found no evidence of physical damage, significant contamination, or corrosion. An internal visual inspection was completed by the manufacturer. The manufacturer observed a faint dusty smell and dust/dirt accumulation on the blower and blower box, evidence of water ingress on the blower assembly and blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer conformed evidence of water ingress, dust/dirt contamination in the device. Section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged breathing issues. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer reported to observe a faint dusty smell and dust/dirt accumulation on the blower and blower box and evidence of water ingress on the blower assembly and blower box.